Event description:
Reportedly, the pacemaker could not be interrogated and no pacing was visible on the surface-ECG after 6 years of implantation. Premature battery depletion is reportedly suspected. The subject pacemaker will be returned for analysis. Preliminary analysis of the received device confirmed it does not pace but longevity estimation with available data was normal.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any current overconsumption. The device operated as specified.

Event description:
Reportedly, the pacemaker could not be interrogated and no pacing was visible on the surface-ECG after 6 years of implantation. Premature battery depletion is reportedly suspected. The subject pacemaker will be returned for analysis. Preliminary analysis of the received device confirmed it does not pace but longevity estimation with available data was normal.

Event description:
Reportedly, the pacemaker could not be interrogated and no pacing was visible on the surface-ECG after 6 years of implantation. Premature battery depletion is reportedly suspected. The subject pacemaker will be returned for analysis. Preliminary analysis of the received device confirmed it does not pace but longevity estimation with available data was normal.